Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient (child patient) experienced two events of bent cannula on (B)(6) 2025 which led to elevated blood glucose (bg) levels (536 mg/dl). The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. The infusion set was in use for 3 hours and 8 hours respectively. High blood glucose was addressed by correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.